Event description:
A malfunction was reported, identified by the code "malf 0." There was no adverse impact to the customer's blood glucose level. The customer received information from technical support on how to reset the pump and successfully did so, with no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue recurred.